Manufacturer narrative:
Evaluation of the returned valve confirmed the reported loose piece of white suture. The material did not originate from the permanent sutures of the valve or components of the valve. Based on chemistry analysis, the material was ptfe-like and is most similar to temporary sewing threads use during the manufacturing process. These threads are used as temporary stitches in several steps of the valve assembly process. It appears that the temporary suture was left behind by an operator during the manufacturing process. Two corrective actions were implemented in the manufacturing process to mitigate this issue. In addition, a CAPA was initiated to further investigate and address this issue. It should be noted that this valve was manufactured prior to the implementation date of these corrective actions.

Event description:
It was reported by the edwards territory manager that upon inspection of the 23mm sapien transcatheter heart valve after a partial crimp, it was noted there was a suture on the inside of one of the leaflets. The edwards representative present and surgeon could not determine where exactly the suture originated from, whether it was a loose, free floating suture or if the suture was part of an existing stitch that had pulled out. However, the ends of the suture did not appear to be frayed. The physician wanted a new valve as the origin of said suture was unknown. A second 23mm sapien valve was prepared and the procedure was completed without further complications

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available